Event description:
The customer reported the autopulse platforms (sn (B)(6), sn (B)(6)) indicated fault 41 (patient temperature sensor failure) messages during a training session and on the next day during device checks. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
D1 (brand name), d2a (common device name), d4 (additional device information) were corrected. The reported complaint that the autopulse platform (sn (B)(6) indicated fault 41 (patient temperature sensor failure) messages was confirmed during functional testing and the review of the archive data. The root cause of the reported complaint was the failed temperature sensor. A review of the archive data showed intermittent fault 41 messages; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the fault 41 displayed upon powering up the platform, thus, confirming the reported complaint. The temperature sensor was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).